Event description:
Customer alleges that the pump will only prime and will not run. There was no patient injury reported. Customer could not provide any further additional information.

Manufacturer narrative:
Pump was primed and ran at 100 ml/hr, dose was 250 ml using water to simulate conditions of incident with user. Pump correctly delivered fluid. Volumetric accuracy test performed and passed within specification (+/-5%). All alarms have been checked and worked properly. Complaint could not be confirmed.